Event description:
Customer stated that on (B)(6) 2011, after she removed the pod, she noticed blood and puss coming out of the infusion site. She then went to the ER and was diagnosed with a staph infection. Customer was still on antibiotics at the time of her call ((B)(6) 2011).

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any product condition contributed to the pt's infection. No product lot number was reported, so no review of lot qualification (including sterilization) records was possible. The omnipod user's guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs," and cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider." It advises to "at least one day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."